Event description:
It was reported that during an open right hemicolectomy procedure, the jaws did not open after the clips were malformed in a row though the device functioned properly at the first several firings. Another device was used to complete the case. There were no adverse consequences to the patient. One device and malformed clips will be returning.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 9 clip as intended, then the device locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incidents. A batch/lot record review was performed and the batch met all final acceptance criteria.

Manufacturer narrative:
(B)(4).